Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels on (B)(6) 2018. The customer had high blood glucose levels of 32 mmol/l. It was reported that the customer also noticed insulin was leaking at the site and cannula was bent on the infusion set during the set change. It was reported that the customer was treated with intravenous drip and gravol for nausea and saline solution to keep hydrated. It was reported that the high blood glucose levels began on (B)(6) 2018. It was reported that the infusion set was changed on (B)(6) 2018. The significant events led to the hospitalization was that the customer inserted an infusion set on (B)(6) 2018 before dinner and when he went to bed his blood glucose level was 9.8 mmol/l. It was reported that he woke up on wednesday morning and his blood glucose level was 27 mmol/l. The customer experienced symptoms related to high blood glucose levels included vomiting and nausea. It was reported that the customer gave himself a bolus to correct 18 mmol/l and his current blood glucose levels was 16.5 mmol/l. Troubleshooting was performed. The customer reported that there was not issue with insulin. The customer does not allege that the insulin pump was under delivering insulin. The customer reported leak at the infusion set. The customer declined to continue to troubleshooting on the insulin pump. It was reported that the customer was still at the hospital. Product is not expected to return for analysis.